Event description:
It was reported that the customer was hospitalized on (B)(6) /2015. The customer was treated with an IV drip. The cause of the hospitalization was unknown. At the time of the call, the customer was still hospitalized and had high blood glucose levels of over 500 mg/dl. The doctor had informed that it was difficult to stabilize the customer's blood glucose because he continually had high blood glucose after his meals. Assisted customer in finding the basal rates and bolus wizard settings on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.